Event description:
Rep reports that there were problems reprogramming the valve to 200 mm h2o, x-ray showed position of over 200 mm h2o marker, notch actually pointing at right orientation on marker. Rep was called in to assist with x-ray and view scans and it was noticed that the valve cam was not in the correct location on valve. It slid distally.

Manufacturer narrative:
Codman has received the valve for evaluation. Upon completion of the investigation, a follow up report will be filed.